Event description:
Medtronic received the following journal article which is summarized as follows: conversion to open repair after endovascular aneurysm repair: causes and results. A french multi-centric study (eur. J. Vasc. Endovasc surg (2009), 1-6). This journal article reported 1588 patients who underwent endovascular aneurysm repair (evar) and required open surgical conversion. A total of 34 patients (2.1% of all cases) required surgical conversion, including 14 primary conversions within 30 days post-implant, and 20 secondary conversions after 30 days post-implant. The devices requiring primary conversions were talent (n=9) and 5 devices from 2 other manufacturers. The devices requiring secondary conversion were talent (n=8), aneurx (n=2), 2 custom-made endografts, and 8 devices from 2 other manufacturers. For most of the surgical conversions, the grafts were explanted. Regarding the need for primary conversion, the article reported: 6 cases (among 4 talent devices and 2 non-medtronic devices) of due to failure to access the aneurysm because of calcified and tortuous patient anatomies of the external iliac artery, resulting in 3 cases of iliac ruptures; 4 cases of occlusion of the renal artery (among 2 talent devices and 2 non-medtronic devices); 1 case of a type iii endoleak in a talent implant, due to an absence of additional stent grafts; and 1 case of a talent stent-graft thrombosis, from an unknown cause, 2 hours after the graft was successfully deployed without issues. Regarding the need for secondary conversion, the article reported: 8 emergent cases, including 6 aneurysm ruptures (4 cases due to aneurysm enlargement) and 2 cases of non-ruptured yet symptomatic aneurysms. The first case was a migration of the graft with proximal aortic neck dilatation; the second patient had 2 successful re-interventions for a distal type I endoleak, including an implant of an external iliac extension graft and a contralateral iliac artery ligation. Then, the same patient had a proximal type I endoleak due to aortic neck dilatation. The article also reported 12 elective secondary conversions, including 8 cases of aneurysm enlargement; of these 8 cases, there were 5 proximal type I endoleaks (3 due to aortic neck dilation and 2 due to migration), 2 type iii endoleaks, and 1 distal type I endoleak due to migration. The remaining cases included 3 cases of sepsis observed as iliac limb thrombosis with a fever and 1 case of a distal type I endoleak without aneurysm enlargement. For the majority of these events, it is unknown which manufacturer's device contributed to which event. The physician was contacted and requested to provide specific information related to each event, such as the lot number, implant date, and patient outcome. At this time, no further information has been provided. Regarding patient outcomes: 3 patients expired within 30 days following the open conversion. Specifically, 1 expired from multi-organ failure secondary to hemorrhagic shock related to an iliac rupture 3 days post-operatively; 1 patient with a medical history of ischemic cardiopathy expired 4 days post-operatively of a myocardial infarction; 1 patient expired 15 days post-operatively of acute respiratory distress syndrome. Then 1 patient expired 3 months post-operatively from a myocardial infarction. Other complications included 2 acute renal failures, which did not require dialysis, and one pneumopathy. Then 4 patients required re-operation (2 for hematomas and 1 each for wound abscess and acute intestinal occlusion).

Manufacturer narrative:
Results: death, endoleak, infection, arterial and venous occlusion, graft migration, ruptured vessel/aneurysm, gastrointestinal complications. Conclusion: identity of device and other details were not provided. Calcified and tortuous arteries; aneurysm enlargement; aortic neck dilatation. (Pneumopathy, respiratory distress syndrome, wound abscess, intestinal occlusion, multi-organ failure).